Event description:
It was reported the patient experienced pain at the ipg site and x-rays indicated the leads had migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) wherein the leads were repositioned to address the issue. Surgical intervention was not taken to address the pain at the ipg site.